Event description:
A customer reported an alarm issue while using the adc device with their iphone 12 (ios 16.1.2) and app version 3.4.1.7374. The customer reported that the low glucose alarm failed to sound, and the customer experienced a loss of consciousness. A reading of 47 mg/dl was noted, and the customer was treated with soda by a third-party. The customer was taken to hospital where a laboratory blood glucose result of 34 mg/dl was obtained, and the customer treated with glucose intravenously by a healthcare professional. Post-treatment results of 70 mg/dl, then 180 mg/dl were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported signal loss with the freestyle libre 3 application. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Sensor 0c4gxaema has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was restored to storage state and activated with a known good reader to receive first 5 ble (bluetooth low energy) packets and first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Model # - model # is associated with the freestyle libre 3 on market in country of complaint origin. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their iphone (ios 16.1.2). The customer reported that the low glucose alarm failed to sound, and the customer experienced a loss of consciousness. A reading of 47 mg/dl was noted, and the customer was treated with soda by a third-party. The customer was taken to hospital where a laboratory blood glucose result of 34 mg/dl was obtained, and the customer treated with glucose intravenously by a healthcare professional. Post-treatment results of 70 mg/dl, then 180 mg/dl were reported. There was no report of death or permanent injury associated with this event.